Manufacturer narrative:
Section h6- health effect - clinical code: 2140 - visual disturbances (this code is used for the reported visual disturbances & glare) issues. Section h6: health effect - impact code: 4619 - temporary impairment (this code is used for the reported halo, glare, blurry vision & visual disturbances) issues. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal toric intraocular lens (iol) was explanted from a patient's right eye due to mechanical complications. During a post-operative examination, the patient reported experiencing halos, glare, blurry vision, and visual disturbances. No harm to the patient or user was reported in connection with this event. No further information was provided.